Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the endoscopic image cannot be displayed a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to crushed cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported stripes in the image during setup for use involving an olympus autoclavable camera head. There were no reports of patient involvement.